Manufacturer narrative:
Date sent to the FDA: 01/12/2009. Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the front cpc connector broke. The connector was glued back on to the unit. The case was then successfully completed with no adverse patient consequences.